Event description:
It was reported that during the procedure to treat a fistula, the 7 x 60 x 80 mm fox plus dilatation catheter was advanced into the patient anatomy without difficulty. The dilatation balloon was inflated to 17 atmospheres and a rupture occurred during the first inflation. A perforation was noted. The fox plus catheter was removed without difficulty and a non-abbott stent graft was used to treat the perforation. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4): above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the fox plus percutaneous transluminal angioplasty (pta) catheter instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture.